Manufacturer narrative:
Pump received with no unexpected button error alarms or battery out limit alarms noted during testing. Pump passed displacement test and off no power test. The operating currents were in spec. Pump received with intermittent button response on the act button due to corroded keypad traces, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons are not working after trying to suspend the pump. Customer changed the batteries but did not resolve the problem. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.